Event description:
Customer had an insulin reaction after a result of about 400 mg/dl and then took 10 units of normal insulin in addition to 5 extra units. Reporter stated symptoms felt as if glucose was about 60 mg/dl however no retest was performed. Reporter indicated self treating with orange juice and a peanut butter sanwich. No reported time between reaction and symptoms provided. A request was made for the return of the suspect device and replacement product was sent.